Event description:
The customer called for help in running a control test. The customer performed 2 tests and received results of 369 and 350 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.